Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Event description:
It was reported that the pump was alarming high pressure. The patient denies any tubing kinks or closed clamps. Some pressure was applied to port site but does not resolve the alarm. The batteries were removed, tubing was clamped and cassette was removed. No air bubbles were noted. Tubing was massaged and cassette tapped on hard surface. The cassette was reattached, tubing was unclamped and batteries was reinserted. The pump was restarted but the alar returned after a moment. No patient injury was reported.